Event description:
It was reported an arrhythmia occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician performed the transseptal puncture successfully without any issues. After the puncture was complete the physician advanced the was across the septum. At this time the patient experienced a rhythm change that lead to defibrillation. The physician made the decision to end the procedure to not risk any patient consequences. The procedure was ended with no closure device being implanted in the laa of the patient. The patient experienced no further complications as a result if this event and has been discharged from the hospital.